Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. The cause of the device having stopped working was not noted however patient reported they replaced the stimulator. The issue with going to the bathroom frequently had been resolved. Status of affected battery not noted. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. The cause of the device having stopped working was not noted however patient reported they replaced the stimulator. The issue with going to the bathroom frequently had been resolved. Status of affected battery not noted. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient recently started going to the bathroom frequently at night. Patient says device stopped working. They had it at 8.5 v and it would not go any higher. Patient went to healthcare professional (hcp) and they said they could reset it for them. Hcp could not increase the amplitude and said they were going to put it really high but patient still felt no stim. They reset it and patient felt no stim. Hcp went up and down, tried other programs and still no stim. They tested it and it was not working and hcp told patient the battery was dead. Hcp said they would make arrangements with medtronic and hospital to replace the ins. That was before thanksgiving and nothing got done. Patient has not heard back. By friday evening, the week before thanksgiving, patient started feeling vibration again and that just put patient through the roof. Patient turned it down to 6.1 v and called hcp the following monday and told them it was working again. They said there is a problem with ins and the ins should still be replaced. Patient he ard nothing from them. She called them again the following week and hcp said they were going to have someone call patient so patient was still waiting. Patient said they were ready to rip this thing up. They hate being put off. Patient says it operates 1-2 days and then it stops and they go to the bathroom frequently again. Then it starts helping again and then stops helping and they would feel no stim. There are some nights that patient was getting up 5-6 times. They work so it is no fun going through full day of work and not get a good night sleep. During the call, they had access to the patient programmer. They synched and got the therapy screen. Patient said there was no low ins battery icon and stated that hcp did not see low battery at all either. No further complications were reported or anticipated.